Event description:
It was reported the patient experienced a loss of therapeutic effect and a shocking or jolting sensation following a fall. It was stated the patient "fell backward down 20 stairs, broke three ribs, hit their head, and was hospitalized." Impedance readings on some combinations were >2,900 ohms. It was stated that, when the patient would stand up after the fall, he would get "jolting pain down back of legs and in testicles." It was stated the patient would receive good stimulation at 3.5 volts when sitting, but when standing would receive jolting. It was stated the device site was "very sore" after the fall. Troubleshooting was suggested, but no patient outcome was reported. No patient information or device information was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).